Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced suspected cartridge leakage over two days, observed as a wet insulin chamber upon cartridge removal, accompanied by elevated blood glucose readings up to 323 mg/dl; the customer changed supplies, performed correct cartridge startup steps, disconnected from the site, and completed a fill tubing procedure that showed insulin delivery without further leakage, after which glucose levels began trending down. Symptoms included hyperglycemia without reported ketones or systemic symptoms. Outcomes included transient high glucose for a few hours without medical intervention or hospitalization. Investigation included troubleshooting steps with guided fill and observation for leakage and review of cartridge handling; the customer switched to a new cartridge lot and plans to try a different infusion set (contact detach). Investigation of this case revealed no active leakage after the guided prime and cartridge replacement, suggesting a transient cartridge or connection issue potentially related to the prior cartridges, with the device operating as expected after setup. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with user interface or consumable-related factors rather than a persistent device malfunction.